Event description:
A customer reported an altitude alarm related to the pump, which resulted in the insulin being temporarily suspended. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support guided the customer through cleaning the speaker holes and reconnecting the cartridge, which successfully restored normal pump operation. They also provided tips for preventing future altitude alarms, and the customer acknowledged the guidance received.